Manufacturer narrative:
Date sent to the FDA: 06/10/2021. Additional h3 summary: visual analysis of the returned sample determined that one opened sample of product code j570 was received for evaluation, the product code is double armed and the swage and attachment area of the two needles were noted to be as expected, the suture was observed cut appears to be by use of the surgical instrument. The product code j570 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number pmk726 / j570g50, and no non-conformance's related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, at time of submission, evaluation not yet in complete status and therefore not reported in the initial medwatch. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure name? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-04725.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. During the procedure, the suture breakage occurred. Another like suture was used to complete the procedure. There were no patient consequences reported.